Manufacturer narrative:
The complaint sticking trigger and noise was confirmed by the repair technician through functional evaluation, disassembly and visual inspection. The trigger was determined to be deformed and the motor bearing was damaged. This may cause the described events. The affected trigger assembly and motor bearing were replaced. Components not associated with the complaint were replaced as part of preventive maintenance and the handpiece returned to the account after passing final inspection.

Event description:
It was reported that the forward trigger in the cordless driver is sticking and it caused run on during routine maintenance. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.